Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running samples on bd facs¿ lyse wash assistant carryover occurred. The following information was provided by the initial reporter, translated from french to english: contamination problem between the tubes.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facs lyse wash assistant (lwa), part # 337146, serial # (B)(6) . Problem statement: customer reported a complaint regarding the issue of carryover between tubes. Manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date range from 13aug2020 to 13aug2021. Manufacturing device history record (DHR) review: DHR part # 337146 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover between tubes was due to a worn cell wash arm, 648617 - assy cell wash mechanism. An fse (field service engineer) was brought onsite and confirmed the issue, where the broken part was replaced with 64861719 - assy cell wash mechanism blue repaired. A non-functioning cell wash arm/mechanism can contribute to contamination problems including carryover. No patient samples were affected as the customer confirmed that the carryover was observed only on test samples. No parts were requested for evaluation as no parts had to be replaced. After the repair the instrument was tested and was performing as expected. The work order in case 01426526 ((B)(4)) is a duplicate of (B)(4).the safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #:(B)(4), case # (B)(4) install date: (B)(6) 2011. Defective part number: 648617 - assy cell wash mechanism. Work order notes: o subject / reported: 337146 - bd facs lyse wash assistant. O problem description: motion probe fault. O work performed: replacement of the cellwash arm. Performance verification. Operational instrument. O cause: cellwash arm. O solution: replacement of the cellwash arm. Returned sample evaluation: a return sample was not requested because it was not needed for evaluation and the replacement resolved the problem. Risk analysis: risk management file part # 337146ra, rev. 02/vers. C, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. O ID: 2.1.1 . O hazard: carryover . O cause: clogged orifice . O harmful effects: incorrect results, damaged instrument . O risk control: replace orifice at each pm interval . O implementation verification: reliability testing in sv lab; protocol: gppd0010-03 rev a. O effectiveness verification: system characterization summary report lwa carryover evaluation phase iii version 1.0 10/mar/2010 . O probability: 1 . O severity: 3 . O risk index: 3 . O residual risk evaluation: a . O new hazards: none . Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause was due to a worn cell wash arm. Conclusion: based on the investigation results, the root cause of the customer seeing carryover between tubes on the lwa was due to a worn cell wash arm. The fse confirmed the issue, replaced the part and brought the instrument to normal operation. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that while running samples on bd facs¿ lyse wash assistant carryover occurred. The following information was provided by the initial reporter, translated from french to english: contamination problem between the tubes.